Event description:
The customer alleged questionable creatinine plus (crea) results on 3 patient samples. The results for all 3 samples were found to be erroneous. Initial testing was performed on (B)(6) 2012, on the modular analytics d module with serial number (B)(4). The initial crea result for patient 1 was 3.3 mg/dl. The initial crea result for patient 2 was 2.1 mg/dl. The initial crea result for patient 3 was 1.8 mg/dl. The customer stated the physicians questioned the initial results. Repeat testing on the same samples was performed on (B)(6) 2012, on the d module with serial number (B)(4) and the d module with serial number (B)(4). The repeat testing on d module with serial number (B)(4) is as follows: the repeat crea result for patient 1 was 5.0 mg/dl. The repeat crea result for patient 2 was 2.9 mg/dl. The repeat crea result for patient 3 was 2.8 mg/dl. The repeat testing on d module with serial number (B)(4) is as follows: the repeat crea result for patient 1 was 4.9 mg/dl. The repeat crea result for patient 2 was 2.9 mg/dl. The repeat crea result for patient 3 was 2.7 mg/dl. The customer determined that the repeat results were correct, but did not indicate which of the repeat results they found to be acceptable. The customer stated the physicians did not treat the patients based upon the erroneous results and there were no adverse events. The crea reagent r2 bottle was lot number (B)(4) with an expiration date of 04/30/2012. The field service representative found that the customer was pooling reagents. The customer replaced the reagent and a successful creatinine precision check was performed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.